Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was predilatd with a2.0x15mm non-bsc balloon. The physician implanted a 3.5x24mm promus element stent. A 4.0x15m non-bc balloon was used to pot dilate the stent. Then the physician attempted to advance an unknown thrombus aspiration catheter to the distal side of the 3.5x24mm stent. However, the tip of the thrombus aspiration catheter hit the proximal edge of the stent and was unable to cross the stent location. The physician slightly deep engaged the non-bsc guiding catheter and advanced the aspiration catheter and the stent became deformed. The physician implanted a 3.5x8mm promus element stent in the stent deformation location. The 3.5x8mm promus element stent was post-dilated with 4.0x15mm nc quantum apex balloon. The stent "expanded" well. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).